Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, after the clip of the starclose se was deployed and the device was removed, oozing continued. Manual adjuntive compression was applied for approximately 2 minutes. Also, after the device was removed it was found that one of the wings were found deformed, mangled and broken but still attached. A 6fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported not trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device confirmed the reported deformed, mangled and broken wings. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation no product lot quality deficiency was detected and the cause for the reported event is related to the operational context in which the device was used. Reportedly, the physician was not trained in the use of the device. The instructions for use states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - operator not trained in use of the starclose se device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.